Event description:
Per repair statement, the unit is alarming or red light.

Manufacturer narrative:
Per repair statement, the unit is alarming or red light. The key failure is the heat exchanger leaking. In addition, the smart pack was missing.